Event description:
On (B)(6) 2017, I had bilateral toe surgery to place cartiva implants in my great toes due to severe hallux rigidus. The surgery was performed by dr (B)(6) in (B)(6). I diligently went through physical therapy. I followed-up with dr (B)(6) on two separate occasions in 2018 due to pain in my toes, lack of balance and rigidity in my toes. Each time, I had x-rays and was told that I was still swollen and healing." On (B)(6) 2019 I returned to dr (B)(6) for my one year f/u. I had repeat x-rays and was told that both cartiva implants had failed. They had receded and both toe joints are "bone-on-bone." Dr (B)(6) informed me at this appt that he no longer performs the cartiva implant surgery due to its high failure rate, which he claimed is around 50% and not the 90% success rate claimed by the cartiva company. Both x-rays revealed the cartiva implants had recessed. FDA safety report ID# (B)(4).